Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Customer reported via sales rep that when the implant box set was opened there were no centralizers found in the box set at all. Customer added that another replacement was available to complete surgery successfully. No adverse consequences were reported.